Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not power on. There were no patient effects reported.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device was subjected to external and internal visual examinations, as well as, functional testing. The device operated per specification, but was found to have a damaged screen. No assignable cause for the screen damage is available. Based on the results of the investigation, the reported issue was not confirmed. (B)(4).